Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s physician reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level at the time of incident was 688 mg/dl. The customer¿s other blood glucose level was 63, 95 and 400 mg/dl respectively. Customer was treated with bolus and with the syringe for the treatment of high blood glucose level. Customer reports they feel okay to troubleshoot. Customer also stated that they were using insulin pump system within 48 hours of reported high blood glucose event. Customer was not calling back to perform high pressure test. Based on customer report customer does not allege insulin pump was under delivering. The customer also states that the drive support cap appears to be normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.